Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the external flow sensor cable malfunctioned. The cable was replaced to address the issue.